Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The provider states the plastic is loose on the hand pendant and the lock kit is loose.